Manufacturer narrative:
The reported event of difficult to remove the atrial lead from the connector was not confirmed. No analysis could be performed since the atrial lead connector was broken off from the header and was not returned from the field.

Event description:
It was reported that the leads were unable to be removed from the device header during an expected device replacement procedure. The physician had to damage the header in order to release the leads. The device was explanted and replaced and the patient was in stable condition.